Manufacturer narrative:
The erroneous result occurred in an open vial mode and the sample was contained in a microtainer collection device. On 07/26/2006, the customer stated that they found and have corrected the problem and they are no longer having any issues with the instrument. The customer is not willing to provide any data regarding this event. The instrument is currently performing within qc specifications. As of 08/17/2006, there have been no further issues of erroneous hgb results from this account. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously low hemoglobin (hgb) result that was generated by the coulter act diff instrument. The customer indicated that a finger stick sample was tested for hgb and a low result was obtained. The customer was not sure about the exact hgb value; however, they believed that it may have been "a 6.3g/dl". The actual result was not provided. The patient was sent to a hospital and a new sample was collected via venipuncture and tested for hgb. The customer indicated that the hgb result obtained at the hospital was 11.3g/dl. The actual result was not supplied. No additional information regarding this event was provided by the customer. There was no affect to patient or user that can be attributed to or connected with this event.